Event description:
The user reported that when setting up a dextrose infusion they saw a puddle of fluid on the floor but did not think anything of it at the time. However, 5 mins into the infusion they observed a leak at the bottom of the burette. On closer inspection, they noticed that the component at the base of the burette was easily detachable and appeared to lack solvent. From the reported info, there are no indications of serious injury to the pt or user as result of this incident. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.